Event description:
A brachial vein guidewire inserted PICC line was inserted w/o difficulty. The guidewire was slowly removed with no noted concerns. Routine f/u chest x-ray and subsequent chest CT noted a 5 cm length of a thin linear metallic foreign body (fb) in a segmental branch of the pulmonary artery of the rll. Previous imaging studies did not identify the presence of the fb. Removal of wire not possible in view of pt's pre-existing co-morbidities and risk of complications if surgical or interventional approach attempted to remove the fb. Pt has had no ill effects from above described guidewire.